Event description:
Dreamstation CPAP philips. Notified in june. Pulm doc said use in-line filter at all times. I had bilateral pneumonia about 1 month ago, and now again. Noticed when changing in-line filter it was dark black. The humidifier chamber (the lid to be exact) looks like it's corroding, must be replaced. I have atrial fibrillation please help. Thank you. Just get the machine fixed or replaced. "I'm scared to use it, or not to use it." FDA safety report ID# (B)(4).